Event description:
The customer reported that when the pt was switched to companion 2 driver s/n (B)(4), the driver exhibited a "single compressor malfunction" alarm. The pt was switched to a backup driver without adverse impact. The companion 2 driver was returned to syncardia for evaluation. The investigation revealed that the left compressor was faulty and was the root cause of the "single compressor malfunction" alarm. This alarm occurred when the drivelines were connected after the driver was turned on. Further testing revealed that the right compressor also caused a "single compressor malfunction" alarm when the drivelines were connected after the driver was turned on. Both compressors were replaced, and then the driver passed all functional testing.

Manufacturer narrative:
This failure mode poses a low risk to the pt because it does not have any effect on the companion 2 driver's ability to perform its life-sustaining function. Hospital wall air is the primary source of compressed air to the driver, and the two compressors provide redundant backup sources of compressed air to the driver when it is not connected to hospital wall air. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.